Event description:
Customer reported he was hospitalized with hyperglycemia after the infusion device failed to give a cartridge empty error. His blood glucose was "hi", and he was dehydrated, light-headed, and vomiting. He attempted to bolus but was unable to lower his blood glucose. His sister transported him to the hospital, and his blood glucose was in the 500-600 mg/dl range. His normal blood glucose is 80- 120 mg/dl, and he was given medication through an IV. He was admitted to the intensive care unit for 2 days and then transferred to a regular room for an additional 2 days. The cartridge was removed from the infusion device at the hospital, and it was empty. The history was reviewed, and the infusion device did not provide any error messages to indicate the cartridge was low or empty. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.